Manufacturer narrative:
There were three suspect devices involved in this event. This report describes the third suspect device. Manufacturer report numbers 3005174370-2015-00004 and 3005174370-2015-00005 provide information on the first and second suspect devices involved in this event, respectively.

Event description:
On (B)(6) 2014, a dealer representative informed 3m espe that a dental professional who used 3m espe lava ultimate cad/cam restorative for e4d, 3m espe scotchbond universal adhesive and 3m espe relyx ultimate cement had a male patient who ultimately required endodontic treatment. Upon follow-up directly with the dental professional, it was learned that the patient experienced recurrent sensitivity which resulted in the need for two root canals.